Event description:
The customer's mother reported via phone call that the customer had moisture damage and a button error alarm on the insulin pump. Customer's mother stated that her son was sitting on the bed and doing a bolus when the button error occurred. Customer took the pump out of his pocket and noticed there was moisture under the lcd screen. Customer's mother stated, there was humidity on the screen. Customer's mother also stated that her son received a replacement pump in (B)(6) for a button error and now he had another button error on the new pump. Customer is using an old pump in the meantime. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.